Event description:
It was reported that there were noise artifacts on the right atrial (ra) lead channel of this cardiac resynchronization therapy defibrillator (crt-d) system. The noise could not be reproduced with patient maneuvers; however, it caused several inappropriate atrial tachy response (atr) episodes by oversensing and suspended the minute ventilation (mv) and ra pacesafe features. Technical services (ts) analyzed device episode data and observed instances where the ra lead pacing impedance fell below 200 ohms, which was low out of range, and the p-wave amplitude was low. Ts examined the provided x-ray images and noted that the crt-d generator was lower than expected which could be causing mechanical tension on the lead. Programming options were provided as troubleshooting. No adverse patient effects were reported. Currently, this crt-d system remains in service.